Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 589 mg/dl. The customer had no symptoms of high blood glucose at the time of the call. Customer reported that the high blood glucose levels began on the day of call. Customer declined to check for leaks or air bubbles, site or insulin issues, and also declined high pressure test. Troubleshooting was performed on settings and it was found that the basal rates were incorrect. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.